Event description:
At the time the ace harmonic device was inserted into the pt, the physician said that it was "broken". The tip of the instrument was at a right angle, but it did not separate from the handle. Procedure: incarcerated hernia dr (B) (6).